Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the needle of one device did not fully retract after activating the safety mechanism, resulting in a needlestick injury. It was not reported if any post exposure testing or medical intervention took place as a result of the needlestick injury.

Manufacturer narrative:
Investigation summary: bd has not received any photos or samples for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the customer indicated failure mode: reactivation issue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the needle of one device did not fully retract after activating the safety mechanism, resulting in a needlestick injury. It was not reported if any post exposure testing or medical intervention took place as a result of the needlestick injury.